Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was at basketball practice and fell on his insulin pump. Customer cracked the inside of the screen of the pump and they cannot read the numbers. Caller stated that there is a black dot on the inside of the screen and customer was advised to disconnect from the pump. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer revert to a back-up plan. Caller declined troubleshooting for the partial display issue.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Physical damage was minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.